Manufacturer narrative:
The device manufacture date provided in the first follow-up report was found to be incorrect; the corrected date is provided in this (2nd) follow-up report.

Event description:
The customer reported less than 1 ml of clear fluid had leaked from an unknown location while running controls on a coulter ac·t 5diff cap pierce (cp) hematology analyzer; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/01/2015 and discovered a tear in the upper rinse block tubing attributing to the leak. The fse replaced the upper rinse block tubing resolving the leak reported. (B)(6).